Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the patient had a shocking sensation. The patient was getting a jolt and their right hand became ¿crippled¿ when the jolt happened. The jolt ¿hits and goes.¿ the patient¿s health care provider (hcp) was aware of the jolting sensation. The patient had an appointment with their hcp, but the appointment had been cancelled. The patient¿s indication for use is parkinson¿s dual and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Follow-up from the patient reported that she tried to set an appointment with the healthcare provider (hcp), but had not heard a response yet. She also tried to set the settings lower using the manual, but it was confusing. She could not turn the thing on without a long jolt, pain, and cramps. Additional information reported by the healthcare provider (hcp) via a manufacturer representative (rep) mentioned that the patient had a tingling and jolting sensation intermittently throughout the day, a few times a day. It was most notable on a day she washed her hair. Her hand would cramp unexpectedly. It was unknown what led to the event and the patient was receiving therapy just fine. Post implantable neurostimulator (ins) depletion change out was the last activity she recalled before the issue occurred. However, it was not immediately after the ins change out. The neurosurgeon and nurse reported intermittent electrode impedance issues at contact 1 <(>&<)> 3. The exact measurements were unknown and it did not occur on every impedance test. They also changed to constant current and even lowered the current. The patient ended up turning stimulation off as nothing helped resolve the cramp and there was no therapy at 2 milliamps too. The ins and extension were changed out. They noticed some cloudy color on the cover of the extension to lead connector. Post-implant impedance was still an issue at contacts 1 <(>&<)> 3, so the hcp programmed around it using 0 <(>&<)> 2 instead. The patient¿s clinical benefit would be monitored and further action would be discussed if needed. Additional information received from the health care professional (hcp) reported there were impedance issues. There was extension breakage and dislodgement. There was no patient death or injury and the patient recovered without sequelae. Additional information received from the patient reported that they were implanted in 2001 and, eventually, the wiring became worn out. It was stated on the year prior to date notified the extension was replaced, however, the insulation of the electrode and the upper part of the wiring became worn out too. Now the patient does not have the same level of relief from the tremor as before, and are not sure they will be able to survive another brain surgery to replace the worn out parts. It was inquired if a signal could be sent directly from the ins to the brain. Follow up information received from the patient reported that they first started experiencing their wiring wearing out and a lack of symptom relief in (B)(6) 2015. It was stated that after replacing the battery on (B)(6) 2015 they experienced painful jolts in their head and their hcp told them that the wiring insulation was worn out. Also, when the battery was replaced the "settings" were at 50% which was a result of the worn out "electrode." To resolve the issue programming was adjusted which ultimately made things worse as the patient had cramps and more pain. They were then readjusted back to lower settings and the ins was replaced. The issue has not been resolved and the only option for the patient is a new brain surgery, which they are afraid of due to their age. The patient then repeated their inquiry regarding wireless transmission of stimulation into their brain. Indication for implant is essential tremor and movement disorders. ¿ [refer to manufacturer report #3007566237-2015-03953, 3004209178-2015-23116 for details pertaining to the reportable related events.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.